Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2007 (B)(6); 5071 implantable pacing lead 2012 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically melted but not breached, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the atrial lead had an apparent fracture as there was no capture and undefined impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.